Event description:
During a preventive maintenance, the co rep observed that the unit's modem failed the internal diagnostics test and the "auto fill" & "select" keys intermittently failed to function.